Manufacturer narrative:
(B)(4) voluntary medwatch report number mw5174106.

Event description:
It was reported that an unexpected receiver shutdown occurred. A voluntary MDR/medwatch report was received on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.